Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent unrelated surgery and the ipg was not put into surgery mode. The ipg would not communicate with external devices. As a result, the ipg is considered inoperable.